Event description:
It was reported that during removal of the catheter, the tip remained in the pt without distinctive resistance after being in vivo for 24 days. The catheter tip was removed with a loop (snare catheter) in the angiography dept. Deprivan, katecholamine and nacl was infused. The pt was stable.